Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge difficult to insert onto the pump. Ultimately, the customer was able to successfully install the cartridge and resume insulin delivery. There was no adverse impact to customer's blood glucose level.